Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of lo (less than mg/dl and 296 mg/dl within 10 minutes on the compact plus system. The customer reports often leaving the compact plus system in the car. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.